Event description:
It was reported that the asymptomatic patient presented to the hospital with oversensing on the right ventricular lead. The lead exhibited noise but was not reproducible. The lead was capped and replaced on (B)(6)2017. The procedure performed successfully without adverse consequence to the patient. The patient remained asymptomatic.